Event description:
It was reported that this pacemaker system triggered a lead safety switch due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 2109 ohms. Boston scientific technical services discussed further troubleshooting and recommended lead testing. This patient is pacemaker dependent. This pacemaker and competitor rv lead remain in service, and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).